Event description:
The reporter did back to back blood glucose tests, within 3 minutes, using the same finger stick. Rptr's results were 125 and 176 mg/dl. Rptr did not have any symptoms. A control test was done using expired solution, with results in range, 134 (94-144). On followup, the reporter states squeezing finger hard to obtain the second sample (from same puncture) and over-saturated the strip. The reporter had never cleaned the meter. No harm was alleged.